Manufacturer narrative:
This is one of one initial/final report being submitted for this complaint. The awareness date of the event is 30jun2016, however, the event became MDR reportable on 08sep2016 upon completion of product investigation. (B)(4). A non-sterile enterprise device was received inside a plastic bag. The delivery wire was received separated from the introducer tube and was found without any damage. The stent was received deployed. The introducer tube was received separated from the delivery wire, it was inspected and no damages were noted on it. The delivery wire and stent were inspected under vision system and no anomalies were noted on them. The functional analysis could not be performed as the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure of enterprise stent prematurely deploying in the micro catheter hub was confirmed since the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the reported event. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; handling and procedural factors could be have contributed to this condition. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a health care professional, during the procedure the enterprise stent (enf452800/10424431) pre-maturely deployed in the prowler select plus 45degree (lot unknown) microcatheter hub. The physician completed the procedure successfully using a same like product. There were no adverse events or serious injuries reported. It was reported that the complaint product is available for return.

Manufacturer narrative:
Please note that after receipt of additional information, the event does not meet the criteria for reporting. Therefore, no further information will be forthcoming for this med watch report this is follow-up# 1 correction MDR report being submitted for this complaint. Please note that after receipt of additional information, the event does not meet the criteria for reporting. Therefore, no further information will be forthcoming for this med watch report